Event description:
It was reported that the customer received button error and unexpected restart alarms on her insulin pump. It was also stated that the buttons on the insulin pump were unresponsive. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 8.0 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed displacement test and error test. Insulin pump received with intermittent button response die to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.